Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device detected several atrial and ventricular noise reversion episodes as well as high ventricular rates on the atrial and ventricular channels. In addition, an alert was triggered due to low atrial impedance. No intervention was performed at this time. The patient was stable. Related manufacturer reference number: 2017865-2018-02490.